Event description:
On 01/14/2020, a user facility representative reported a complaint that "an administration set model n/a lot # also n/a is leaking right below the drip chamber. This happened three separate times and one of the sets is being discarded." A patient was involved but was not harmed or injured. The device operator was a registered nurse. The medication being infused was saline and iron sucrose. The contract manufacturer of the affected device is (B)(4) medical co. Ltd. This complaint was determined as reportable during a retrospective review performed in (B)(6) 2022. This MDR is being submitted as part of remediation actions.

Manufacturer narrative:
The service provider provided the evaluation report on 01/29/2021. Three used administration sets (bx70071d lot# 1811011) were returned from the customer and tested. Leaking below the drip chamber was observed. The reported issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2022-00041).

Manufacturer narrative:
Correction: remove "this complaint was determined as reportable during a retrospective review performed in september 2022. This MDR is being submitted as part of remediation actions." In b5 of the initial MDR report #3006575795-2022-00041 . Additional information: MDR report #3006575795-2022-00041 was submitted september 30, 2022, for complaint (B)(4). MDR report #3006575795-2022-00041 was submitted to document an individual incident of the three (3) submitted under a single MDR report #3006575795-2021-00002, complaint #(B)(4).